Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer complained that his blood glucose levels were very high and that the pump was not alarming. The customer was able to bring down his blood glucose level to normal by using another insulin pump in the hosp. The customer's blood glucose level became high again when customer went back to his own insulin pump. The customer's blood glucose was normal at the time of the call and did not require med treatment. Nothing further reported.